Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during mastectomy procedure, the device needle easily detached with light strength comparing to usual. They then used another device in order to complete the case. The patient had no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned products noted three partial sutures and five needles. Two of the needles were attached to the partial sutures and three of the needles were observed to be detached from the sutures. Upon microscopic inspection of the needles, normal needle crimp and swage marks were observed on the needles. The retainer was inspected with no abnormalities. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.